Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode dislodged. The sensing configuration had changed from primary to alternative so the physician ordered imaging. The imaging confirmed that the electrode was no longer in the same position however technical services (ts) confirmed appropriate sensing. The patient is an extreme body builder often performing pull ups while weights were attached to the lower body.